Event description:
Information was received indicating that a smiths medical cadd solis vip pump's downstream occlusion has a big bubble in it. There was no reported adverse event.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. There was no evidence of the reported product problem (bubble in the downstream occlusion sensor) in the event history log. During testing, a bubble was found on the dso sensor seal. The reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The dso sensor seal (which was degraded) was replaced.